Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump suddenly stopped operating. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet started.